Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the implantable neurostimulator (ins) was not doing what it was doing when the ins was first implanted. The ins ¿checked out¿ all of the time. If the patient ¿dialed up¿ the right side they felt tingling in their fingers, but if they did it to the other side they did not feel any tingling in their fingers. The patient¿s dyskinesia had disappeared, but it was now back with a vengeance. Prior to the return of memory problem and dyskinesia symptoms, the patient had fallen three or four times. The patient had fallen again the week prior to this report. The dyskinesia used to come on for a little while, but now it goes for hours. Increasing or decreasing stimulation did not make the dyskinesia go away. The patient¿s indication for use is parkinson¿s dual and movement disorders. No cause, troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.